Event description:
Our sales rep, attended a s2 surgery. It was reported that it appeared that the tip of the nail holding screw broke off. According to the surgeon they had to make a hole in the distal cortex and hit the nail upwards to lock proximal freehand. The item is being returned for further investigation.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.